Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her blood glucose was 597mg/dl because she had a low and is really not feeling well right now. The customer said that husband is right here and that she was just about to treat until she called. The customer was advised to reach out to helpline when she gets a chance. It was attempted to contact customer to go over the low blood glucose and the high blood glucose after the low. Customer stated that she is ill and that she is on a lot of medications and is in kidney failure that is the reasons for the highs and lows. The insulin pump will not be returned for analysis.